Manufacturer narrative:
Conclusion:this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a embolization procedure for an arteriovenous malformation (avm) using ruby coils. During the procedure, the ruby coil would not advance through another manufacturer's microcatheter. The ruby coil was removed and the procedure continued using another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The ruby coil pet lock was intact. The pusher assembly was kinked approximately 12.0, 69.0, 145.0, and 161.0 cm from the proximal end, and the introducer sheath was kinked approximately 15.0 and 31.0 cm from the proximal end. The coil was intact with the distal detachment tip (ddt).the complaint has been evaluated. The complaint indicated that the ruby coil would not advance through another manufacturer's microcatheter. The microcatheter mentioned in the complaint was not returned for evaluation. Evaluation of the returned ruby coil revealed the pusher assembly and introducer sheath were kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at angle during insertion into a microcatheter, damage such as this may occur. Ruby coils are 100% functionally tested during in-process inspection.